Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: extension. Product ID 3387-40, lot# j0322212v, implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: lead. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2003, product type: implantable neurostimulator. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 3387-40, lot# j0316168v, implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: lead.

Event description:
A healthcare professional (hcp) via the manufacturer representative (rep) reported that the right side was explanted at an earlier date due to infection. Furthermore, the left side lead was also removed because the patient felt it was not placed well for symptom control. It is unknown if there was any related emi or environmental factors, and unknown if the issue was resolved at the time of the report. The right and left extensions will be replaced along with a new implantable pulse generator (ipg) in a couple of weeks. No further complications are anticipated. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.